Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump has been giving no delivery alarms for the last three months. The customer stated that she was in the kitchen and received a no delivery alarm. Customer had high blood glucose of 573 mg/dl and treated with manual injection. Current blood glucose was 197 mg/dl. The customer also reported she went to the emergency room three years ago due to high blood glucose but was not hospitalized. Blood glucose was over 600 mg/dl and the customer experienced nausea and vomiting. She was treated with injections until her blood glucose was stable. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. She changed the entire infusion set, insulin and reservoir. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did exit. Customer was advised